Event description:
As reported by the (B)(4) study during index procedure the physician had difficulty in maneuvering the angioguard through the stent at the time of retrieval. The devices were ultimately retrieved with no harm to the patient. The patient is an (B)(6) male. The target lesion was the ostium of the right internal carotid artery. The vessel was described as mildly calcified and mildly tortuous. The rate of stenosis was 50%. The products were properly inspected and prepped and no anomalies were noted. An angioguard embolic protection device was advanced and deployed distal to the lesion. A precise stent was successfully deployed in the lesion. During removal of the angioguard filter basket, the capture system was getting caught up on the stent along the origin of the internal carotid artery. The filter was fully collapsed into the capture sheath during retrieval. The filter basket was not damaged when removed. The end result was removal of the retrieval sheath and guidewire as one unit with no harm to the patient.

Manufacturer narrative:
After stent deployment the physician had difficulty while attempting to withdraw the angioguard through the stent at the time of retrieval. The devices were ultimately retrieved with no harm to the patient. The target lesion was the ostium of the right internal carotid artery, described as mildly calcified and mildly tortuous with a 50% stenosis. The products were properly inspected and prepped and no anomalies were noted. An angioguard embolic protection device was advanced and deployed distal to the lesion followed by successful deployment of a precise stent. During removal of the angioguard filter basket, the capture system was getting caught up on the stent along the origin of the internal carotid artery. The filter had fully collapsed into the capture sheath during retrieval and was not damaged. The end result was removal of the retrieval sheath and guidewire as one unit with no harm to the patient. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.